Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy as the patient's ipg is not communicating with external devices. Reportedly, patient had several surgeries and it is unknown if the patient set the ipg to surgery mode. Troubleshooting was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.